Manufacturer narrative:
Investigation results found no evidence of any damage or manufacturing deficiencies that would cause an infection at the infusion site. Although the investigation found no evidence of any damage, the reported event could not be determined. The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device data shows no timeouts, drive stalls, hazard alarms, or increase in pulse widths indicating that there was no struggle to deliver insulin and no fluid path occlusion.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. The patient's blood glucose rose above 26 mmol/l (>468 mg/dl). When removed from the infusion site (arm), the pod's cannula was found bent. The patient visited the clinic and was prescribed antibiotics kaflex (500 mg, twice a day, for 5 days) for treatment. A new pod was applied for continuous insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.